Event description:
It was reported that bd assembly nac-y site was leaking. The following information was received by the initial reporter with the verbatim: verbatim: rcc received a complaint via email. Email(s) attached. Customer feedback there are two leakage products on the needless y-site was detected surface abnormality flow lines and pitting as below photo. Bd p/n 8100-027 (customer p/n: (B)(6)). Lot number is 20064566/20064565. **note product shipped back in 2020. Customer comments: betcon dickinson feedback that their supplier has changed valve gate pins in 2020, please check : 1. These two lots were manufactured before or after improvement? 2. Does supplier do preventive maintenance every 3 months regularly? Can share preventive maintenance records and replacement of pins records of 2023? Mfgrg site: (B)(4). Complaint needs to be handled by the mfgrg. Site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction being submitted for exempt product 8100-027 assembly nac-y site (0.088 tubing) OEM is on the cbi-095 attachment I. Per cbi-095 attachment I, this product is exempt from us FDA reporting requirements.

Event description:
Material: 8100-027, batch: 20064566. It was reported by the customer that there are two needless y-sites that are leaking and detected surface abnormality flow lines and pitting as below photo. Verbatim: rcc received a complaint via email. Email(s) attached. Customer feedback there are two leakage products on the needless y-site was detected surface abnormality flow lines and pitting as below photo. Bd p/n 8100-027 (customer p/n: 300-0000391-00 ) lot number is 20064566/20064565. Note product shipped back in 2020. Customer comments: betcon dickinson feedback that their supplier has changed valve gate pins in 2020, please check : 1. These two lots were manufactured before or after improvement? 2. Does supplier do preventive maintenance every 3 months regularly ? Can share. Preventive maintenance records and replacement of pins records of 2023 ? Mfgrg site: bd tj mexico. Complaint needs to be handled by the mfgrg. Site.